Event description:
It was reported that this right ventricular (rv) lead was explanted due to not know device problem. At this time there is no more information available. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was exhibited high pacing threshold due to a dislodgement. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: b5 describe event or problem. H6 impact codes and device codes.